Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, the reported slda per the physician is related to patient conditions (prolapsed posterior leaflet). Unspecified tissue injury and mitral valve insufficiency/ regurgitation (unchanged) appear to be due to the slda. Mitral regurgitation and tissue injury/damage are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. An xtw clip was implanted with no reported issue. Another clip (xt) was implanted. After deployment of the xt clip, a single leaflet device attachment (slda) was observed. The clip had detached from the posterior leaflet. Chordae and tissue damage were noted. In the physician¿s opinion, the slda was due to the pre-existing patient anatomy. Additional clip (nt) attempted to correct mr. Slda clip was not considered unstable despite detaching from posterior leaflet. The additional clip did not reduce mr as intended so it was removed. Mr remained at grade 4. No additional information was provided.